Event description:
Customer reported one sars-cov-2 tma run, (B)(4), using assay lot 277020 on panther instrument sn (B)(4), which had a discrepant sample. The sample was initially positive and retested positive, but the doctor questioned the result. A new sample was collected from the original nasal swab and resulted negative on with rtm4 media.

Manufacturer narrative:
Hologic technical support (ts) was unable to reach customer after multiple attempts to obtain logs for review. No further issues reported. Hologic and FDA met on (B)(6) regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.